Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a loose plunger lever. During analysis, the reported issue was able to be duplicated. It was noted that the pump lost its configuration, and this was the cause of the reported issue. The pump needed to be calibrated and preventive maintenance was performed. Service also reloaded configuration. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited failed safe time out error. No patient was involved in this event. No adverse effects were reported.